Event description:
(B)(4). I have a zynex medical tens unit prescribed by my physician. The defective item is the electrodes used with the unit. The electrodes are: self-adhering tens electrodes for multi-day use, manufactured for (B)(4) by uni-patch. These electrodes are a bandage type material on one side with a snap that connects the electrode by a wire to the tens unit. The reverse side is an adhesive to hold the electrode in place with a conductive gel pad in the center that is supposed to "safely" disseminate the electric current from the unit to the treatment area. The electrodes are designed to be used and left in place for multiple days. On (B)(6) 2011, I turned my tens unit (with electrodes) on. It was only on a few seconds when I felt a "pinch" type sensation, so I immediately turned the unit off and detached the connectors. When I removed the electrode there was a painful fluid-filled blister in the center of where the electrode had been attached. This alarmed me so I removed all of the attached electrodes and discovered that I had sores under every attached electrode! All in exactly the same way/location - directly in the center of where each electrode had been placed, which incidentally is directly where the metal connector is located. Although the metal snap should never have actual skin contact, directly beneath the spot where the metal snap connector is located I received blisters and sores consistent with a 3rd degree electrical burn. I have photos of my injuries at that time (clearly showing the burns and the adhesive residue so you can see that the burns are directly in the center of the pads). The photos can be sent upon request. MFR: www.uni-patch.com. Purchase date: (B)(6) 2011 (this date is an estimate). The product was not damaged before the incident. The product was not modified before the incident. I plan to notify the MFR and supplier of injury.